Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "helium loss 3 alarm noted". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".